Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred during an unspecified process step of peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.